Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
Report date: 28aug2021. Reporter phone number: (B)(6). There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device had error message (1203) alarm message: low leak-co2 rebreathing risk. Customer is requesting quote for the gds module. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) did not evaluate the device and could not confirm the reported problem. Customer only requested a quote for a gds module. No service or repairs were completed by the pse as the customer only requested quote for the gds module with no further information provided. No parts replaced. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.